Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for high blood glucose and the reading was 877 mg/dl. The customer was also spilling ketones. The last infusion set change was done two days prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime test. The programming was correct as well.